Event description:
Report received of a non-delivery of fluid with no pump alarm. The patient was to receive campath at 125ml/hour. It was reported that the 250ml bag was to be given over 2 hours. Approximately 45 minutes after the infusion was started, the customer noted that the roller clamp on the tubing set was in the closed position. No fluid had been delivered to the patient. There was no pump alarm for distal occlusion. Once the roller clamp was opened, the infusion was completed using the same pump and tubing set. There was no reported adverse effect to the patient, but the treatment was delayed for 45 minutes.